Event description:
It was reported that the system 7 reciprocating saw had run on during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the device, which can contribute to the reported event.

Event description:
It was reported that the system 7 reciprocating saw had run on during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.